Manufacturer narrative:
The reagent lot number is 869384 with an expiration date of 31-dec-2026. The calibration was acceptable. The qc was not acceptable. The alarm trace showed multiple sample-related alarms. The field service representative found that the wash station was overflowing with water during the cuvette wash sequence. He performed adjustments and performed tests and checks. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine jaff gen.2results for 26 patient samples on a cobas c 503 analytical unit. (B)(6). The samples were repeated because the initial results didn't match the patient's clinical status. The repeated results were obtained on another module and were believed to be correct.